Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to hypoglycemia. It was also stated that the customer was found by the paramedics with a blood glucose of twenty. Prior to her death, the customer had been hospitalized for colon cancer. The other causes of death, per the death certificate, were anoxic encephalopathy, respiratory failure, sepsis, iddm, and kidney failure.